Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following has been reported to hamilton medical ag on 04 march 2024 from a customer in mauritius. It was reported that on february 17th 2024, hamilton t1 (sn (B)(6), showed o2 calibration fail in service software or when doing preop checks."o2 cell calibration needed" shown on screen. Additionally, during ventilation, fio2 not tallying with set value. It kept increasing to 100%. O2 input test in service mode did not passed and gave negative values. Reportedly, all tests and calibration were performed, sensor replaced but it still giving error. According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be related to: check o2 cell if properly connected and calibrate check the cinch connector (o2 cell cable) for impurity and wipe clean if necessary replace o2 cell if necessary if problem persists, replace o2 cell cable. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 from a customer in mauritius. It was reported that on (B)(6) 2024, hamilton t1 sn (B)(6), showed o2 calibration fail in service software or when doing preop checks."o2 cell calibration needed" shown on screen. Additionally, during ventilation, fio2 not tallying with set value. It kept increasing to 100%. O2 input test in service mode did not passed and gave negative values. Reportedly, all tests and calibration were performed, sensor replaced but it still giving error. According to preliminary analysis performed, potential root cause analysis associated to the reported issue could be related to: check o2 cell if properly connected and calibrate. Check the cinch connector (o2 cell cable) for impurity and wipe clean if necessary. Replace o2 cell if necessary. If problem persists, replace o2 cell cable. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.